Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Citation: ansar z. Vance,md, charles r. Fedele, do, assaf graif,md,d., bhaskar rao, md, and daniel a. Leung, md,fsir. Hybrid snorkel endovascular repair of a ruptured abdominal aortic aneurysm related to a type ia endoleak utilizing an axillary conduit. J vasc interv radiol 2017;28:562¿563. Http://dx.doi.org/10.1016/j.jvir.2016.12.1210 the onyx will not return as this event was reported through literature review. Additionally, per the article, the onyx was previously injected into the patient. There was limited device information provided in the article, however there was no reported issue with the original onyx procedure. Based on the reported information, there is no evidence of deficiency of the onyx. The likely cause of the reported event is due to the patient conditions; growth and eventual rupture of the abdominal aortic aneurysm. Additional information has been requested, however no response has been provided. Should it become available, a supplemental report will be submitted.

Event description:
Medtronic received information through literature review that the patient, previously treated for a recurrent type ii endoleak with coils and onyx embolization, presented to the ER with a ruptured aaa with extravasation of blood and onyx into the retroperitoneum. The patient had a history of endovascular aneurysm repair (evar) for an abdominal aortic aneurysm with multiple interventions for recurrent type ii endoleaks, including coils and onyx embolization. The patient presented with a 4 day history of left hip pain, but no hemodynamic compromise. Plain radiography and computed tomography demonstrated a ruptured aaa with extravasation of blood and onyx into the retroperitoneum, tracking inferiorly to the left acetabulum. There was a streak artifact on CT due to the coils and onyx, so an MRI was performed confirming a type ia endoleak secondary to the proximal neck dilatation. The patient was taken emergently to the hybrid operating room for a proximal snorkel graft extension. Completion aortography and 2 month follow up mr angiography demonstrated exclusion of the ruptured aaa without evidence for residual endoleak.